Event description:
The customer stated that they received an erroneous result for one patient tested with a coaguchek xs meter (unknown serial number). The event was reported by the customer in voluntary event report number mw5081408. A sample from the patient was tested with the meter, resulting with a value of > 8 inr. A venipuncture sample collected from the patient at the same date and time was tested using an unknown laboratory method, resulting with a value of 5.6 inr. The patient was treated with 1 mg. Of vitamin k based on the meter value of > 8 inr. The customer stated that they would not typically give vitamin k for an inr of 5.6 inr as measured in the laboratory. The patient was not adversely affected due to receiving the vitamin k treatment and is fine. The patient had no issues as a result of the treatment. The patient was tested 1 week after the event and her inr result was within her therapeutic range. The patient's therapeutic range is 2.5 - 3.5 inr. The patient experienced no signs or symptoms of bleeding. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.